Manufacturer narrative:
One swan-ganz catheter was returned for evaluation. The syringe, introducer and contamination shield were not returned. There was no visible damage observed on the catheter body. A balloon leakage was observed through a tear, proximal of the distal bond, about 0.140" in length. All through lumens were tested for patency and leakage; no leakage or occlusion was found. The thermistor was submerged in a 37.0c water bath and read 37.1c on the vigilance ii monitor. The thermistor circuit was continuous. There were no open or intermittent conditions. The thermistor connector was opened with no visible inconsistencies identified. The complaint of deflation difficulty could not be confirmed during the analysis; a balloon tear was identified. No indication of a manufacturing defect was noted; it is not known if any procedural factors may have contributed to the event. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that when the catheter was inserted, the balloon on the c.o. Would not go down. The user tried to aspirate the air out, repositioned the catheter and tried to aspirate again. When the unit was pulled back, the balloon was deflated.